Event description:
Video signal loss on monitor during esu (electrosurgical unit) operation "video cable shield separated from bnc (bi-network co-ax cable) connectorcable replacedfunctional test passedreturned to service."